Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the green locking screwdriver with four tabs on end, one tab broke off during surgery. The piece was recovered.

Manufacturer narrative:
Product complaint #: (B)(4) investigation summary: examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.